Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported screen alignment issue; stylus did not align with the cursor on the screen. Overlay found out of electrical specification. Analysis also found the system fan was intermittently noisy and the power supply¿s fan was noisy. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported when pressed on screen, the pen point didn't match with point on screen. The analyzer disconnected during implant. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.